Event description:
A physician reported that during the intraocular lens implant procedure, noticed crack in the haptic/optic junction. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of crack in haptic/optic junction; therefore, the condition of the product could not be verified. Photos of packaging, label, and lenses are attached to the parent file and have been reviewed by the manufacturing site. Two photos show cartridge packaging and iol labels ad are unrelated to this record. One photo shows the lens in the eye. A small mark appears to be on the lens, however, the exact nature of that mark cannot be determined. And on photo is unclear as to what exactly it is showing and, therefore, exact determination in relation to the reported event cannot be made. A video of surgery is attached to the parent file and has been reviewed by the manufacturing site. A mark is observed at one of the haptic/optic junctions, however the details of the mark cannot be determined. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).